Manufacturer narrative:
The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant op report and implant tracking log only. With the limited information available at this time, an assessment can not be made in regards to the degree to which the mesh implant may have caused or contributed to an adverse patient outcome. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
The following is based on limited medical records provided by the patient's attorney: on (B)(6) 2006 - the patient was diagnosed with a vaginal vault prolapse, enterocele, cystocele, rectocele, and an umbilical hernia and underwent a 2 part procedure. During this procedure the patient was implanted with a bard/davol perfix plug to repair the enterocele and was additionally implanted with a non bard/davol "prolene" mesh to repair the umbilical hernia. Per the operative report details, "it was going to be difficult to close this enterocele defect primarily. Therefore, a mesh plug (perfix plug) was inserted and sutured to the peritoneal edge with a vicryl suture." Attorney alleges unspecified adverse patient outcomes associated with use of device.